Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported broken cable was not confirmed by failure analysis. Visual inspection on internal and external was performed, confirming no issue was detected with the grip and pitch cables. Additional unrelated observation not reported by site: the instrument was found to have blade damage at the middle of the blade. One of the blade edges was indented. The scissor blades were tinged and showed signs of usage. Due to the damage, the scissors could not be closed completely. The cutting edge did not have corrosion that would have contributed the blade damage or cutting failure. The probable root cause of the broken cable issue cannot be determined based on the information provided and failure analysis results

Event description:
Refer to h11 for follow-up information.